Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient reported a skin reaction from the patch adhesive. On (B)(6)2019 she developed redness and itching. On (B)(6)2019 she went to see a dermatologist and was treated with an unspecified cream. No additional event or patient information is available.